Manufacturer narrative:
Please note the correction to h6 results code. The reported event could be confirmed based on details provided, only. Images provided revealed a broken locking screw. Due to missing device a physical evaluation was impossible and further technical statement could not be given. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that the patient's right femur was revised due to non-union of a femoral neck fracture. Pre-op x-rays also showed a broken distal screw. Intra-operatively, the nail was found to be broken where the lag screw passes through the nail. Patient was revised to a hemi hip construct including a restoration modular stem construct.

Event description:
It was reported that the patient's right femur was revised due to non-union of a femoral neck fracture. Pre-op x-rays also showed a broken distal screw. Intra-operatively, the nail was found to be broken where the lag screw passes through the nail. Patient was revised to a hemi hip construct including a restoration modular stem construct.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device retained by hospital.